Event description:
Caller reported a temperature alarm 11 issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer could not clear the alarm or resume insulin delivery, so cts decided to replace the pump. In the meantime, the customer was instructed to use multiple daily injections (mdi) and a backup pump to ensure insulin delivery was not interrupted. The replacement pump was sent, and the customer was advised on procedures for receiving and returning the faulty pump.